Manufacturer narrative:
Age at time of event: greater than 60 years.

Event description:
It was reported that the device lost rotation. A 2.1mm jetstream xc catheter was selected for use for an atherectomy procedure. The physician did an ultra-lateral approach, to spin the right popliteal artery. During the procedure, the jetstream catheter was advanced to the lesion, it was not performing appropriately. It was spinning but it was not spinning at full speed. It could not able to cross over the very tightly calcified lesion. It did not get adequate result because of the lack of stability of the device. The device was removed and the procedure was completed with balloon only because they did not have another jetstream catheter. There were no patient complications reported and the patient's status was fine.